Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Evaluation revealed a crack at the top of the battery compartment extending to the pump case seal.